Event description:
A clinician attempted to suction a pt with the closed suction catheter when she alleges that the catheter control valve was found stuck in an open position. The pt experienced desaturation and reduced tidal volume. The catheter was removed and replaced with no lasting pt compromise.